Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an inset 6 mm 23" infusion set with no observed leaks, no pump alarms, and confirmed elevated glucose by fingerstick; the user was guided to perform an infusion set change and subsequent follow-up confirmed glucose at 98 mg/dl. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no medical intervention, no need for assistance, and no reported acute complications. Investigation included user troubleshooting and education with follow-up to verify resolution. Investigation of this case revealed no device alarms, no reported occlusion or infusion set failure, and no identifiable device malfunction, with glucose levels normalizing after the set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.